Event description:
It was reported that the table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no patient involvement nor injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found the footswitch flag that cuts the light beam was out of adjustment, preventing the table locks from engaging. The fe re-adjusted the flag and verified that the table locks were performing according to specifications.